Manufacturer narrative:
1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable. Consequently, the patient will undergo surgical intervention at a future date to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy resumed following the procedure.